Event description:
The customer reported via phone call that the insulin pump had an unresponsive act button. The customer's blood glucose was 100 mg/dl. The customer did not observe any significant events leading to the keypad issues. She also reported that there was a crack on the plastic part of the insulin pump near the upper right liquid crystal display screen. She did not know how the damage occurred. She then stated that the insulin pump alarmed button error following the keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a button error alarm and without any esc and act button response due to corroded keypad traces. The insulin pump was also received with a minor scratched display window, cracked case at the display window corners, broken reservoir tube lip, missing black o-ring/seal from the reservoir tube, and cracked battery tube threads.